Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of having high blood glucose of 480 mg/dl and did not receive a no delivery alarm even though there was blood in the tubing. High pressure test was performed and insulin pump alarmed. Customer reported of receiving a motor error alarm; and alarm was cleared. Insulin pump passed displacement test and self-test. Customer was advised that infusion set and reservoir would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.